Event description:
It was reported that the surgeon inserted an aa4204vf silicone plate lens and the lens tore. The lens was removed with no pt injury, no incision enlargement or sutures. The reporter stated the cause of the lens tear was due to a loading error.

Manufacturer narrative:
Results: visual inspection of the returned product found the lens optic and both haptics torn. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determine. It should be noted that the injector and cartridge were not returned for evaluation.